Event description:
Dr reported via our sales rep that he was conducting a surgery procedure. During this, he noted that the tibial impactor and the implant became wedged together. The cement got hard and had to be removed. The surgeon utilized a new implant and implanted it manually.

Manufacturer narrative:
Evaluation summary: the results of the investigation concluded that galling lead to seizure of the device.